Event description:
It was reported that removal difficulties were encountered. The 95% stenosed target lesion was located in the non-tortuous and non-calcified first obtuse marginal artery. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. Inflation was performed at 16 atmospheres for 15 seconds. However, during withdrawal, it was noticed that the balloon felt like it was sticking to the inside of the stent and was difficult to remove. The balloon was fully deflated and was able to be removed intact. The procedure was completed with the original device. No patient complications were reported.